Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. Date of event of (B)(6) 2015 was reported. It is unknown if that was when the fracture occurred or when it was discovered. (B)(4). Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was being performed on (B)(6) 2015, because a patient with a distal femoral 5.4 condylar plate had a periprosthetic fracture between two implants; the synthes condylar plate and the non-synthes hip nail. Upon removal of the plate a longer plate was implanted that overlapped the hip nail. There was no surgical delay reported and the procedure was completed successfully. This is report 5 of 6 for (B)(4).